Manufacturer narrative:
Reported event: it was reported that "during a mako tka the surgeon had difficult maintaining a registration on the tibia and femur. On inspection the array itself was wobbly at the centre attachment." The event was not confirmed. Method & results: device evaluation and results: not performed as no items were returned. Product history review: review of the product history records indicate 100 devices were manufactured under lot no 19380118 and accepted into final stock on 03/07/2018. No non-conformance were identified during inspection. Complaint history review: a review of complaints in catsweb and trackwise related to p/n 112290, lot 19380118 shows 01 additional complaint(s) related to the failure in this investigation. These include the following pr(s):(B)(4). Conclusion: the exact cause of the event could not be determined because the product was not received. No further investigation for this event is possible at this time as no devices and / or insufficient information was received by stryker orthopaedics. If devices and / or additional information become available, this investigation will be reopened. Product surveillance will continue to monitor for trends. Corrective action/preventive action: no action is required at this time as there is no confirmed failure mode. H3 other text : product was not available for evaluation.

Event description:
During a mako tka the surgeon had difficult maintaining a registration on the tibia and femur. On inspection the array itself was wobbly at the centre attachment. Surgical delay of approximately 1 hour.

Manufacturer narrative:
As part of the normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
During a mako tka the surgeon had difficult maintaining a registration on the tibia and femur. On inspection the array itself was wobbly at the centre attachment. Surgical delay of approximately 1 hour.